Event description:
Complainant alleged that during biomed testing, the device's pacer current was not adjustable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed and attributed to a damaged trace within a system interconnect flex cable.